Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (tin). The basic occlusion test, occlusion test, excessive no delivery test and dat test were unable to be performed due to the prime anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and a partially broken cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump not having a battery installed when received.

Event description:
It was reported that the customer passed away due to unsuccessful heart transplant. The customer was not wearing the insulin pump at the time of death. No further details were provided by the caller.